Manufacturer narrative:
The technician found fluid ingress onto the siderail caregiver board and the bed had an error code 30-35. He replaced the caregiver board to repair the bed.

Event description:
Info received indicates the bed is going into the chair position by itself.